Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: it is assumed that due to the handling of the users, the cable was under unexpected stress and the cable unit broke down, so the image was no longer coming out and e322 was displayed. The legal manufacturer confirmed the description of the reported event is in the instruction manual ¿no images (e322 indication due to cable unit failure.¿ handling of the equipment is described below in the instruction manual. As a result, there is a possibility that the reported event can be prevented. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable as the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information received from the customer states the event occurred in the beginning of the procedure. The device was inspected prior to use and excessive bending was observed in the fiber optic cable. However, no anomalies were noted on the connection cables. The electrical contacts were cleaned. No residue was found. The device settings were checked and found to be correct. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the image does not appear" was confirmed due to faulty cable unit. The cause of the cable failure cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head on the laparoscopy tower displayed a black image and verified the processor was not recognizing the camera head as an ¿e322¿ error was observed. There was no report of patient involvement.